Manufacturer narrative:
.

Event description:
It was reported that during a common bile duct stenting treatment procedure, the express biliary ld stent shifted on the delivery balloon during removal of the device. A 7f bile drainage tube had been placed for treatment of an early external fistula. When the physician attempted to advance the express biliary ld stent delivery device under the CT, it would not advance from the hepatic parenchyma to the ostium of the bile duct. Therefore, this device was removed from the body. The physician attempted to facilitate advancement of the stent delivery device by inserting an 8f dilator, but the situation was not improved. When the stent and delivery device were retracted, the physician felt resistance and the stent placement on the balloon no longer matched the balloon markerbands under fluoroscopy. The entire system was successfully removed from the pt's body. The procedure was cancelled and no additional intervention was performed. No pt complications occurred. Pt status was "good."